Manufacturer narrative:
Additional patient ID: (B)(4) . Patient weight was not provided for reporting. Date of event is unknown. Date of implant is unknown. Device remained implanted at the time of reporting. Reportedly, patient will undergo revision surgery during this year (2017). This report is for one (1) unknown lcp condylar plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown lcp condylar plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient experienced nonunion of a femur fracture with a broken locking compression plate (lcp) 4.5 condylar plate. The patient presented from an outside facility for an evaluation of an open reduction internal fixation (orif) broken femur. The surgeon stated he is not sure how many surgeries patient has had so far. She will be scheduled for a revision sometime this year. This report is for one (1) unknown lcp condylar plate. This is report 1 of 1 for (B)(4) .

Manufacturer narrative:
Device history records review was completed for part# 02.001.320, lot# 7088418. Manufacturing location: (B)(4), manufacturing date: nov 27, 2012. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that patient was scheduled for hardware removal and insertion of rafn on (B)(6) 2017. Patient returned to surgery for revision of broken plate on (B)(6) 2017. Hardware was removed and a retrograde nail was placed. The patient was initially implanted with one (1) lcp plate, nine (9) 4.5mm cortex screws, five (5) 5.0mm locking screws, and three (3) 1.7mm cables to treat a femur fracture, delayed healing and nonunion on an unknown date. On (B)(6) 2017, the patient underwent revision surgery. During the revision, one (1) plate and nine (9) 4.5mm screws were removed, with difficulty. Incident occurred during the revision surgery is captured under (B)(4). Concomitant devices reported: 4.5mm cortex screws (part #: unknown, lot #: unknown, qty. 4), 5.0mm locking screws (part #: unknown, lot #: unknown, qty. 5), 1.7mm cables (part #: unknown, lot #: unknown, qty. 3). (B)(6) 2017.

Manufacturer narrative:
Corrected quantity of concomitant device - 4.5mm cortex screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 4.5mm cortex screws (part #: unknown, lot #: unknown, qty. 9).